Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a complete lead was returned in two pieces; the connector portion measured 11.0 cm while the distal portion measured 46.0 cm. External abrasion breaching the outer insulation was found at 9.0 cm ¿ 9.5 cm from distal tip, which was consistent with friction to another device or feature of the patient anatomy. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
This report is to advise of an event observed during analysis.